Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. It was indicated that the patient was under 2 years old, which is off-label usage of the device. However, data for the g6 android app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.